Event description:
It was reported that device had multiple damaged components.

Manufacturer narrative:
Additional information provided: h.7 & h.9.

Manufacturer narrative:
There were multiple proximate causes identified. They are as follows: door latch assembly with damaged sear associated to wear. Bezel assembly had crack in lower hinge from mechanical failure. Door assembly had door cover damage associated to wear. Membrane frame discolored associated to wear (cosmetic issue only). Ail sensor assembly damaged from wear. Front case for keypad delamination (assy door w/ keypad). Rear case damaged from wear.

Event description:
It was reported that device had multiple damaged components.

Manufacturer narrative:
H10: this reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4.